Manufacturer narrative:
The quality investigation is complete. Device discarded.

Event description:
It was reported that during a craniotomy procedure, the drill bit broke, the broken fragment was removed from the patient¿s bone using a hemostat. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.